Event description:
It is reported that the pt received bilaterally fitmore hip stems (implant both on (B)(6) 2010). It is also reported that the pt has only slight pain, however, he is also suffering from depression due to the limitations after surgery (not being able to run or be fireman, only office work).

Manufacturer narrative:
The MFR did not received devices, x-rays, or other source documents for review, as the pt has not been revised to date. The cause for this specific clinical event cannot be ascertained from the info provided, as the pt has not been revised. Should add'l info be received, an updated report will be submitted. Zimmer reference #(B)(4).